Event description:
It was reported that a pt underwent a posterior pelvic floor repair procedure in 2009. Post-operatively, two months later, it was found that the pt had developed granulation tissue at the distal end of the posterior incision. As a result, the area was cauterized with silver nitrate.

Manufacturer narrative:
Date sent to the FDA: 04/10/2009. Granulation tissue occurred - granulation tissue occurred - conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.